Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of ten complaints reported for this issue. There have been no add'l complaints reported for this issue. There have been no add'l complaints reported against the finish goods lot (nine). The device history record (DHR) shows that the products were released per specs. The root cause could not be determined. The product was sterilized and all sterilization cycle parameters were verified for acceptability prior to release. (B)(4).

Event description:
A customer reported that a pt presented with one day post op inflammation which is thought to be toxic anterior segment syndrome (tass). The pt was treated with add'l steroid eye drops and oral medications. A company recommended consultant previously visited this site for prior reported cases of tass. The consultant contacted the customer and discussed surgical and sterilization procedures.